Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide lens has corrosion. A root cause could not be identified. Based on the results of the investigation, the most probable cause of this complaint is traced to a deformation of the angle shaft and damage to the angle wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope angulation knobs are locked. This was found during inspection for use. There were no reports of patient harm.